Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A touch pump was received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump. The inlet tubing and connector were detached to allow testing. Examination and testing revealed no functional abnormalities with the detached tubing or connector. Because no functional abnormalities were noted with the returned components, the reported complaint cannot be confirmed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, in the past 3 months the patient has been unable to inflate implant as he is having difficulties pressing the pump. The physician also had difficulties inflating the implant and stated that the pump required a lot of force to press, causing the patient pain.